Event description:
Customer reported via phone call the insulin pump is damaged. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Unit received with broken end cap and reservoir tube lip. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.